Event description:
A user facility reported that the intraocular lens (iol) was noted to have a defective haptic after insertion. The iol was removed during the same procedure through an enlarged incision, and another lens was implanted.